Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The sentrant sheath was returned with the dilator loaded. There was no resistance removing the dilator. There was no deformation evident to the sheath or the catheter seal. The reported insertion difficulties could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was attempted to be used as an accessory device for a tavi procedure. During the procedure it was reported, when the physician tried to insert the catheter through the (B)(4) device, only the nose cone and capsule valve of the device were able to pass. A second physician then attempted to introduce an inline sheath through the valve of the introducer without success. It was reported the catheter was advanced into the patient while having the inline sheath at the back of the catheter. As the inline sheath needed to pass through the sentrant sheath in order to advance further into the aortic valve, the second physician made another attempt and was able to force the inline sheath through the (B)(4) device. It was reported the tavi procedure was completed successfully. As per the physician, the cause of the event cannot be determined no additional clinical sequalae were reported and the patent is fine